Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient's cgm was not providing a reading which led to the patient not getting insulin from her pump. The patient became incoherent and was "out of her mind". She felt dizzy and was unable to stand up and would not answer emergency responders questions. She was taken to the hospital and was treated with insulin to decrease her blood sugar. A bg value was not provided but the patient's blood sugar was brought down to 90 mg/dl then was given jelly to eat and her blood sugar rose to 120 mg/dl. The patient stayed in the hospital overnight. At the time of the report, the patient was feeling better. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.